Manufacturer narrative:
This incident is reportable according to 21 cfr 803. The FDA defines this as a serious injury (21 cfr sec. 803.3) as the office staff reported the patient having an allergic type reaction. The incident will be reported to maintain compliance with 21 cfr 803 and out of an abundance of caution. The IFU states: "in case of known or suspected allergy to components of the product, its use is contraindicated. Do not use in case of known or suspected allergy against (meth) acrylate compounds or benzoyl peroxide." This incident will be reported out of an abundance of caution. This product is not sold in the us or canada, however, a comparable product is.

Event description:
A patient experienced reddening and burning sensation of the mucosa, and headaches after contact with a new prosthesis. The patient had a prosthesis for 12 years without any problems. After symptoms developed with the new prosthesis, the patient reverted back to the old prosthesis and now suffers comparable symptoms with the older one. An allergy test has been performed and an allergy on the denture base material has been determined. The allergens have not been named in detail thus far.